Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the paramedics were called due to the customer experiencing low blood glucose readings of 23 mg/dl and passing out. Customer stated that they may have calculated incorrectly for their dinner and over bolused. Customer was treated by the paramedics at home with glucagon. The drive cap was noted to be flush with the indented plastic casing. Displacement test was also performed and passed. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The drive support disk was inspected and no anomaly was noted. However, the insulin pump was received with minor scratches on the display window, a broken reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.